Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end in the waterfall pulleys. As a result the instrument failed the electrical continuity test. A site history was conducted and no related complaint was found. A review of the site's instrument logs was conducted. Investigation revealed the long bipolar grasper instrument (pn 470400-10/ lot # t11190118-0096) was last used during a surgical procedure on (B)(6) 2020 on system sk0252. The instrument has 7 lives remaining. Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted adrenaltectomy surgical procedure, the long bipolar grasper (lbg) instrument had no energy activated. The customer switched to another line, but the issue persisted. The issue was resolved after the customer exchanged the instrument with a backup lbg. The procedure was completed with no reported injury.